Manufacturer narrative:
The impella cp and clinical case were evaluated. According to the clinical description, the clinical staff could not confirm the patient's acts were at 250 at the time the pump was implanted, which is the level that is recommended in the impella catheter IFU. Upon removal of the device two days later, thrombus was noted on the inflow and outflow cages. In addition, thrombus remained in the common femoral artery requiring surgical removal and the patient was scheduled for a thrombectomy later that day to rectify the issue. When the pump was inspected by the manufacturer, biomaterial was found in the pump housing. There were no deformities on the pump noted. The root cause of the patient's thrombus is unable to be determined, as there were no features on the pump that would have led to the development of the thrombus that was found on the device. A review of the device history did not reveal any nonconformities. (B)(4).

Manufacturer narrative:
The products were returned on november 15, 2017 however the investigation is still underway. A followup report will be submitted with the results of the investigation. (B)(4).

Event description:
An impella cp was implanted into a (B)(6) female patient for support for an acute myocardial infarction and cardiogenic shock. This patient has a history hypertension, hyperlipidemia, peripheral artery disease, diminished pulses in the left leg, and transient ischemic attack. The patient was coding when presenting with total occlusion of the right coronary and circumflex arteries, 70% occlusion of the mid-left anterior descending (mlad) and left proximal anterior descending (plad). An intra-aortic balloon pump (iabp) was inserted while the patient was at (B)(6), and the patient was transferred to (B)(6) for implantation of the impella cp. After the iabp was removed the impella cp was implanted through the right femoral artery on (B)(6) and was performed independent of abiomed clinical representative support. The abiomed clinical representative reported that the physician did not perform assessment of the groin access site prior to insertion of the impella cp. In addition, it is not known whether the patient's activated clotting time (act) was therapeutic at the time of implant. The first case notes report that echocardiogram revealed thrombus in the left ventricle. On (B)(6) the patient was sent to the cardiac catheterization lab with the plan to have a stent placed in the left anterior descending artery, and with the plan to explant the impella cp. The patient's (act) was not at a therapeutic level, therefore the pump was left in place and systemic heparin was deceased. Two hours later the right coronary and left marginal arteries were stented, however the circumflex artery was not able to be repaired. A percutaneous transluminal coronary angioplasty (ptca) of the circumflex artery was performed and the clinical team planned to do a contralateral balloon tamponade for explant. The left femoral artery was unable to be used for this part of the procedure due to a dissection, therefore the right radial artery ( rra ) was used. Upon removal of the impella cp a thrombus was noted on the inlet and outlet cages, with a large thrombus remaining in the artery. Angiojet was used to remove the thrombus, however the clinical team was unable to remove all of the thrombus this way, and the patient was brought to surgery for a thrombectomy. The patient was reported to be in stable condition following the procedure.